Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patients' ipg had flipped in the pocket. Surgical intervention was undertaken on (B)(6) 2022, where the ipg was repositioned in the pocket site. Therapy was restored post-op.